Manufacturer narrative:
(B) (4).

Event description:
It was reported that a volume discrepancy was noted. The actual pump reservoir residual volume of 9 ml was greater than the expected residual volume of 0 ml. No pt symptoms were reported. Device troubleshooting was being considered. It was later reported that the pt's pump was going to be replaced.